Manufacturer narrative:
Medwatch sent to FDA on 11/09/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "potentially injected too superficially and white streaks down the patient's face" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: adverse events: "the most common injection-site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache."

Event description:
Healthcare professional reported an unspecified amount of time after an injection that took place about two years ago with juvederm that was potentially injected too superficially, there are white streaks down the patient's face. It is not known if any treatment has been provided.